Event description:
It was reported that, during patient use, the ventilator had a &quot;circuit disconnect&quot; and &quot;severe occlusion&quot; alert messages. The patient was transferred to another ventilator without any harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the device, and verified the customer reported malfunction. The cse reported that the occlusion was caused by water in expiratory limb of patient circuit. The cse cleaned the ventilator, and replaced the patient circuit. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.